Event description:
It was reported that a competitor was performing a validation of the aq cartridge-fp and the msi-tm/pm injector system with their lenses and noted after opening a cartridge pouch that there was a yellow liquid in the pouch.

Manufacturer narrative:
H6: evaluation method - cartridge lot number search. Evaluation results - (other): a cartridge lot number search was performed and no similar complaint was found.